Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving lioresal [2000 mcg/ml] at a rate of 700 mcg/day via intrathecal drug delivery pump. It was reported that the patient developed skin openings over the pump site. They were not sure of trauma/scratching and developed an infection. The pump was planning to be removed after wean ing dose. Surgical intervention has been planned for (B)(6) 2017. It was unknown if further troubleshooting was done to resolve the infection. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a pump and catheter removed on (B)(6) 2017 and is still hospitalized.